Manufacturer narrative:
Provided correct lot number and device manufacture date.

Manufacturer narrative:
The site declined to provide pt info, referencing canadian privacy laws. Product is class I for us regulations and does not require a 510(k) designation. Device mfg date is unavailable at this time. Medtronic investigation of returned suspect device finds this device was returned to the MFR for analysis and showed signs of physical damage. The end cap of the handle has been broken off due to repeated hammering, the top surface of the end cap has many impact marks. Physical damage, pieces broken. Directly caused event.

Manufacturer narrative:
A cross-functional engineering review was completed on 11 march 2015. The investigation concluded that there was no safety issue based on safety risk management (srm) monitoring data indicating no serious injuries related to this type of failure. The investigation further concluded that this type of failure was the result of device use: surgeon preference for drilling pilot holes and surgeon delivery of angle and force of impact used on the handle. Similar complaints will continue to be monitored through post-market quality and srm data reviews.

Manufacturer narrative:
Contrary to what was initially reported, no patient was present during the reported event.

Event description:
A medtronic rep reported that during a spinal fusion procedure, the back part of the ratcheting handle instrument came off in a surgeon's hand. The surgeon completed the procedure with the use of the navigation system. There was no impact on pt outcome.

Manufacturer narrative:
(B)(4).